Manufacturer narrative:
(B)(4). Modular femoral stem press-fit plasma sprayed cementless size 11, pn 00771301100, ln 61487895. Shell porous with cluster holes 56 mm o.d., pn 00620005622, ln 61176486. Femoral head sterile product do not resterilize 12/14 taper, pn 00801803202, ln 61530649. Modular neck p2 12/14 neck taper use with +0 heads only, pn 00784803101, ln 61298845. Bone scr 6.5x35 self-tap, pn 00625006535, ln 61474970. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02057, 0001822565-2019-02059, 0001822565-2019-02060, 0001822565-2019-02088. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bilateral patient underwent right total hip arthroplasty and subsequently has started to experience pain. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00418.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00418.